Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm) the pneumatic interface module(pim) of the cardiosave intra-aortic balloon pump (iabp) failed the leak test. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and replaced the pneumatic module assembly. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm) the pneumatic interface module(pim) of the cardiosave intra-aortic balloon pump (iabp) failed the leak test. There was no patient involvement and no adverse event was reported.